Event description:
It was reported that the patient was no longer receiving stimulation. She was unable to locate her ipg with her charger and was receiving communication errors. A replacement charger did not resolve this issue. An sjm representative met with the patient and found that the patient was noncompliant with recharging her ipg. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.